Manufacturer narrative:
(B)(4). Device was not returned for evaluation.

Event description:
It was reported that during a cholecystectomy procedure, the surgeon complained about the closure system of the clips. It seems that when the clip closes the legs stay in a crossed position. Therefore, the clamping function is compromised. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported. One device was discarded.